Event description:
Implant is broken inside the pt. The surgeon is planning an urgent revision." Reported to MFR by doctor in another country. Revision surgery took place in 2004. Plus orthopedics was informed of breakage report in 2004. Though the event took place in another country the device is used in the us.